Event description:
Upon processing of a returned loaned olympus, model cv-v1, video system center, it was determined that the front panel indicator lights did not function. There was no patient involvement, associated with the problem, reported to olympus.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found a front panel unit failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty front panel unit could not be identified. Olympus will continue to monitor field performance for this device.